Event description:
Additional information was received that the patient was a bridge to transplant patient on the transplant list. The transplant was not high urgency and no device or therapy related issues were noted.

Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although the event was not considered to be device related, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.